Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Confirmed revision of pinnacle mom hip. Reason for revision adverse reaction to metal debris/high metal ion levels.